Event description:
It was reported that when the patient presented to the clinic one month before a generator change there was no sensing on the right atrial (ra) lead. When the device was interrogated, high pacing impedance, no sensing, and no capture were noted. The ra lead is suspected to be fractured. The ra lead was capped and a new ra lead was implanted on (B)(6) 2025. There were no adverse health consequences, the patient was stable.